Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting elevated thresholds. An x-ray revealed that the lead had dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. However, during the procedure, after the atrial lead was re-inserted back into the device header, atrial capture could not be obtained. Sensing and impedance were normal. Additionally, without the atrial lead plugged into the pacemaker, capture was noted in dddd pacing mode. Testing in ddd and aai modes produced no capture and testing with the pacing system analyzer (psa) produced normal capture. The physician suspected an electrical malfunction and explanted the pacemaker. A new device was implanted and interfaced to the existing leads without further incident.